Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's current blood glucose was 85 mg/dl. Customer's blood glucose at the time of the incident was 133 mg/dl. Customer stated that she changed the battery and then she changed it again due to a weak battery alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify weak battery due to unresponsive buttons. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.